Event description:
It was reported that the procedure was performed in an unspecified artery. The nc trek neo balloon dilatation catheter (bdc) had a puncture of the balloon after dilation. Another nc trek neo balloon was used however there was a puncture on the shaft after dilation. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reported information and results of the complaint investigation there is no indication the reported leak is related to a potential product quality issue. Possible factors that may contribute to a leak include, but are not limited to, damage during processing of the balloon material, inflation technique, interactions with other devices, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, a conclusive cause for the reported leak could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated as 08/01/2024. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.